Manufacturer narrative:
Yaire medical file identification: (B)(4). The customer claims that when he blocks the input to the humidifier the alarm stops. Vyaire technical support informed customer that the problem could be the gas inlet switches, instructed to replace blender, and make sure that the inlet hoses are the correct hoses. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator is alarming low source gas. At this time, there is no information regarding patient involvement associated with the reported event